Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1959. The patient passed away on an unreported date. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, iipv's or use related events that would indicate and/or contribute to the problem. A visual inspection was performed. One hour therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized on an unreported date for an unspecified infection, but it was not reported if the patient was hospitalized at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at time of death. It was not reported if the patient was recovered from the unspecified infection at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.